Event description:
Pt was receiving d5 1/2 ns at 75cc hr. Nurse called upset because she discovered a visual alarm displayed on the pump with no audible alarm (air-in-line). Nurse did not know how long the problem had been present. Pt did not receive fluids as ordered.